Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to third-party batteries being used with the device. The third-party batteries would cause the device to take too long to charge defibrillation energy. When defibrillation energy was shocked, it was out of specifications. Despite the third-party batteries being fully charged, one of the batteries showed empty within 3 minutes. Both third-party batteries had passed their expiration date. The lifepak® 12 instructions for use specify the following regarding the use of third-party batteries: physio-control has no information regarding the performance or effectiveness of its lifepak defibrillator/monitors if they are used with other manufacturers¿ batteries or battery chargers. Using other manufacturers¿ batteries or battery chargers may result in device failure and may void the warranty. Use only physio-control batteries and the appropriate physio-control battery support system for the battery used. With in-house batteries installed in the device, proper device operation was confirmed through functional and performance testing. Some unrelated repairs were performed and the device was returned to the customer for use. The customer was advised to only use physio-control batteries.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device had prompted 'abnormal energy delivery' when they used it to administer a defibrillation shock to a patient. Six defibrillation shocks had been administered to the patient in AED mode. When the customer tried to administer a seventh shock (in manual mode), the device gave an error, prompted 'abnormal energy delivery' and illuminated the service led. An eighth shock was delivered to the patient in AED mode without any issue. The patient was then transported to a hospital and expired shortly after. It was reported that the device use did not contribute to the patient outcome.